Manufacturer narrative:
Refer to mrns: 1221359-2021-00686, 1221359-2021-00687, 1221359-2021-00688, 1221359-2021-00689, 1221359-2021-00691, 1221359-2021-00692, 1221359-2021-00693, 1221359-2021-00694, 1221359-2021-00695, 1221359-2021-00696. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1013683 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. The manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1013683 and test base part number 190-430 / lot 1013683. The quality control release testing met specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013683 showed that the complaint rate is 0.006%. The investigation is not yet complete. Upon completion, a supplemental report will be submitted with the information.

Event description:
The customer reported eleven (11) false positive results with the ID now covid-19 assay. This report represents patient five (5) of eleven (11). The customer reported false positive results on a nasopharyngeal swab with the ID now covid-19 assay performed (B)(6) 2021. Confirmed testing with thermofisher on (B)(6) 2021 provided negative results. The patient was asymptomatic at the time of testing. No additional patient information was provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.